Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this system, right ventricular (rv) impedance measurements were 1800-2200 ohms and elevated threshold measurements. The physician realized the lead was not fully inserted into the device header. The issue was resolved when the lead was secured in the header. No adverse patient effects were reported.